Manufacturer narrative:
The portion of a device was received. Investigation is not completed.

Event description:
Device malfunction: breakage of device. Time of malfunction: during vessel closure. Symptoms/ae: pain, numbness, loss of distal pulses. Time of symptoms: 18 days post vessel closure. It was reported that in 2007, a physician, trained in use of the perclose proglide, performed an arteriotomy closure after an interventional procedure of the right common femoral artery (rcfa). The following month, the patient complained of leg pain and numbness; the physician could not detect distal pulses. An ultrasound revealed an occlusion in the rcfa. A vascular surgeon was called in and he removed "a piece of black plastic." This plastic piece is believed to be part of the perclose proglide. No additional information available.